Manufacturer narrative:
Terumo cardiovascular systems corp. (B)(4) has initiated a recall. The number associated with the recall is 1212122-12/08/2017-003-r. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted sep 1, 2017. Upon further investigation of this reported event, the following information is new and/or changed: (date received by manufacturer) (indication that this is a follow-up report) (follow-up due to additional information and evaluation) (identification of evaluation codes). (B)(4). The sample was sent to the supplier for further analysis and the supplier was able to confirm the reported issue. The returned sample showed scratches/punctures on the vent membrane. These scratches/punctures allowed fluid to travel through the holes and to the outer face of the membrane. The supplier identifier filter inlet sub-assemblies were previously transported in larger totes where there could be a gap/clearance observed large enough for the sub-assembly to fall through plastic dividers during the handling process. The supplier identified numerous potential causes for this issue. The most likely root cause for this issue is due to the handling process during the assembly of the filter inlet sub-assemblies. Corrective actions have been implemented at the vendor. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
(B)(4). As reported there was no leak to the exterior of the filter it was an internal leak across the hydrophobic portion of the filter. The sample was received with the inlet and outlet tubing still attached to the filter. The exterior of the decontaminated sample was evaluated and no damage or deformation was observed on the inlet, outlet, purge ports of the leucocyte reduction filter. There were nicks and pit marks on the exterior of the filter, located at the outlet end. Additionally the sample was received with a small portion of the tubing and tie bands as were originally placed by manufacturing. The incoming inspection data was reviewed and there were no issues found regarding the purge port. The certificate of conformance indicated that "processing, product testing, and inspection control of raw material is in conformance with all applicable specifications, drawings and /or standards..." The filters also passed 100% inspection of the assembled line. The sample has been sent to the supplier for further analysis. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported by our customer that during cardiopulmonary bypass surgery, the lg leucocyte reduction arterial blood filter, leaked blood internally across the hydrophobic filter and out the purge port. The unit was bypassed and surgery was completed successfully. However there was 225ml blood loss due to blood remaining in the bypassed portion of circuit. There was no delay to the procedure. Additionally there were no adverse consequences to the patient.